Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The screws were installed without drilling. During final tightening of the device screws, not consistent with the device labeling instructions, the screw heads broke. An examination of the DHR records show no deviations.

Event description:
Screws were broken during final tightening. This is report 1 of 1 for complaint (B)(4).